Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h4, h6 reported event was confirmed due to the review of medical records. Primary surgery notes provided state no intraoperative complications. Revision operative notes provided state that patient was revised due to pain, instability and history of dislocations. Patient had necrotic tissue with was debrided and large pseudotumor with approximately 1 litre of black fluid. Stem and cup were well fixed. Clear evidence of trunnionosis all through titatnium neck, removed after several blows and no evidence of trunnionosis at level of the stem. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#00801803202, femoral head, lot#61647985. Cat#00632005032, liner 20 degree, lot#61486525. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02103, and 0001822565-2021-02104.

Event description:
It was reported the patient underwent a right hip revision approximately 10 years post implantation due to pain, history of dislocations, instability, positive mars MRI and elevated metal ions. During revision was found necrotic tissue, with pseudotumor and tissue damage. No additional information.